Event description:
Report received of a tubing "rupture" during a contrast injection. The customer reports that the injector settings were 3cc/sec, volume to be infused 150cc's. The amount infused prior to the rupture is unknown by the reporter. Reports that the tubing set ruptured midway down for about half an inch. The pt experienced a small amount of blood loss. The IV catheter had been an 18 gauge placed in the antecubital fossa. The IV was discontinued and a new site was started. There was no report of adverse pt effect. Additional pt info was requested, but no further info was available.